Event description:
Problem with fresenius liberty cycler, causing overfilling of pt's peritoneal solution. Pt's complain of severe pain. No resolution of problem per MFR. Pt discontinued therapy with this product.